Event description:
It was reported that a spectrum infusion pump failed occlusion test. This occurred during testing in the biomed service department. There was no patient involvement. No additional information is available.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
The device was received for evaluation. During functional testing, the reported problem of 'failed occlusion test' was reproduced. Evaluation inspected the device per upstream and downstream occlusion and found the device failing the downstream occlusion test with pressure above the intended range. The device passed upstream occlusion test. A service history review revealed no indication that the parts replaced during servicing caused or contributed to the reported event. The reported condition was verified. The cause of the condition was determined to be the force sensor and downstream tubing guide replacement was required. Should additional relevant information become available, a supplemental report will be submitted.